Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed on new set of pads and completed without further issues.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Per visual evaluation, inspection noted no obvious defects on the returned pads. No manufacturing deficiencies were observed in the returned pads that would have contributed to the reported problem of low flow. Per functional testing, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 1.39 l/min m2 of flow rate were registered during the test due to the pad was noted crushed right chest pad: a total of 1.75 l/min m2 of flow rate were registered during the test due to the pad was noted crushed right thigh pad: 3.32 l/min m2 of flow rate were registered during the test. The flow rate was found to be unacceptable on the left thigh and right chest pads; the flow rate for this product must be above 2.4 l/min m2. The complaint was confirmed as for the reported event as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.